Manufacturer narrative:
Date of even is estimated.

Event description:
It was reported that the patient experienced ineffective stimulation. A trial procedure was undertaken on (B)(6) 2026; however, the trial was unsuccessful as stimulation did not adequately reach the needed area.